Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the iol was brown like mature cataract when viewed from the front. Currently, there was no decrease in visual acuity. It was light brown and there were no signs of glistening. The center of the iol was not brown. There were no plans for future procedures such as iol replacement. Additional information has been requested and received that whitish to slightly brownish opacifications are observed on the anterior and posterior surfaces of the iols and mild glistenings were present. There are two medical device reports associated with this file. This report is associated with the left eye.